Event description:
It was reported that distal tip detachment occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use. The tip broke off while inserting into the patient via a sheath. The broken piece was able to be retrieved without additional intervention. There were no patient complications reported and the patient's status was stable.